Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the magellan safety needle. The customer reports "after activating the safety, turned and walked towards sharps disposal box and was stuck on left thumb, safety shield did not activate correctly."

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded. Spoke with the customer who reports the needle has been discarded.